Event description:
Additional information was received from the rep. It was reported that the rep checked the patient impedances on (B)(6) 2020. The highest impedance they got was 1500 using reference. The cause of high impedance was not determined. The rep changed the patient's programs using more electrodes and changed pulse width to be higher. The issue was resolved. No further complications were reported or are anticipated

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported screen 59 settings not available was observed. The rep met with the patient last week and at that time the patient had 4 programs on the group being used. The rep ¿zeroed out¿ programs 3, and 4. When the patient left the session, she was very happy with the settings. The patient texted the patient on the date of report, reporting return of leg pain. The manufacturer representative (rep) asked the patient turn up programs 3 and 4. When doing so, patient got screen 59. It was reviewed that impedances were likely the issue. The patient was meeting with the manufacturer representative (rep) (B)(6) 2020. No further complications were reported/anticipated. On 2020-jun-23, (B)(6), (B)(4) (rep, con): additional information was received from the rep. It was reported that the impedances were checked & showed contact 5,6,7 ranged from 1100-1500 depending on the references.  Changed up programming to help correct.  These contacts 5,6 ,7 were not being used at the time of message.  Per patient no falls or trauma. Programmed around higher impedances. The issue was resolved. On (B)(6), patient reported that she met with her rep due to trouble with the controller about a month ago due to seeing "settings are not available" screen. She met with rep a second time on (B)(6) because patient was still having the same issue and seeing "settings not available" screen; rep did more programming. By the time patient got home from that appt. Pt had to turn the stim down to where she was more comfortable. On (B)(6), in the morning, she was not able to increase her stimulation and reported seeing "settings not available" screen but later in the day, she can adjust stim up again without seeing that message on the controller. Pt still feels she is having an issue with her controller. Patient tried to charge the ins on (B)(6) and it seemed to stay at 70% for some time. Pt unplugged the rtm cord and plugged it back in and pt was able to connect to the ins and charge complete. Patient services consulted with repair team and they are recommending that field rep continue to work with pt to verify her equipment is working as it should. No equipment was sent at the time. No further complications were reported.